Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam dressing was inadvertently left in the wound resulting in a patient infection and return to the operating room to remove the foreign material. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.

Event description:
On apr 13 2016, the following information was reported to kci by the nurse wound program manager: they recently found a foreign material alleged to be v.a.c. Whitefoam dressing that had been left in the patient's wound resulting in an infection and return to the operating room to have the foreign material removed. On apr 27 2016, the following information was reported to kci by the facility director of quality and safety: they could not provide any further information regarding the event. There was no allegation against v.a.c.&#59412;therapy as this was deemed a facility use error event. On may 05 2016, the following information was reported to kci by the kci representative: the wound program manager stated that the report of a foreign material alleged to be v.a.c. Whitefoam dressing was caused by an inexperienced nurse not following the facility protocols for dressing changes when using the v.a.c. Whitefoam dressing. The wound was a very complex abdominal wound and the nurse cut the foam into multiple separate pieces before placing in the wound. Not all the pieces had been removed in subsequent dressing changes. The foreign material was not available for return. The exact date of the event was not provided. The v.a.c. Whitefoam dressing lot number is not available, therefore a device history review could not be performed.

Manufacturer narrative:
Based on the additional information obtained regarding the unit, kci's assessment remains the same; it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam dressing was inadvertently left in the wound resulting in a patient infection and return to the operating room to remove the foreign material. . This report is being filed due to possible user error.

Event description:
On apr 14 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On apr 15 2016, the device was placed with the patient. On may 11 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.